Manufacturer narrative:
D4 and h4: the UDI, device expiration and manufacturing dates could not be provided as the device part and lot number were not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It was reported that the physician did not use the device properly and punctured the adjacent profunda artery through and through, which caused further bleeding. It should be noted that the starclose instructions for use (IFU), states: do not use the starclose se vascular closure system if the puncture is through the posterior wall or if there are multiple punctures, since such punctures may result in a retroperitoneal hematoma. Do not use the starclose se vascular closure system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). Perform a femoral angiogram to verify the location of the puncture site. Additionally, it was reported that bleeding continued, a second device was used, and manual compression was not applied. It should be noted that the IFU also states, if hemostasis is not achieved, apply manual compression until hemostasis is achieved. A medical review was performed. The review details stated that it cannot be definitively stated, at this time, if the starclose se vascular closure system devices were a direct cause of these complications. Based on the information reported and medical review provided, it was mentioned that the starclose se device was not used properly. However, it cannot be definitively stated, at this time, if the starclose se vascular closure system devices were a direct cause of these complications. Factors that contribute to clip malposition may include, but not limited to, user pulls back on device during clip deployment. A conclusive cause for the reported patient effects of perforation, hematoma, occlusion, hemorrhage, and, and the relationship to the product, if any, cannot be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. H6: health effect - clinical code 4559 removed.

Manufacturer narrative:
Failure to follow steps/ instructions. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The additional starclose se device referenced is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2019, a coronary stenting procedure was performed. An attempt was made to close the left femoral artery incision using a starclose device. However, the starclose se device failed and the incision remained open. There was mention that the physician did not use the device properly and punctured the adjacent profunda artery through and through, which caused further bleeding. After unsuccessfully using a second device in a similar manner, the physician closed the incision in the left femoral artery using manual compression. He then sewed up the incision on the upper thigh, leaving fragments of the starclose device lodged inside. Shortly thereafter, a massive hematoma developed in patient¿s left groin, which had to be kneaded by hand to break up the clot. It ultimately took nearly two hours to stop the bleeding. Physician conducted doppler ultrasounds to see if there was blood flow in patient¿s left foot, which was not found despite repeated attempts. Patient stayed the night in the ICU (intensive care unit) and was discharged the next day without detecting blood flow in the left foot. On (B)(6) 2019, patient lost circulation in his leg and went to the emergency room where a computed tomography scan was conducted and emergency vascular surgery was performed. Patient remained in the hospital for four nights. In the post-surgery report, it notes that two closure device injuries were found to the femoral and profunda arteries respectively in patient¿s left groin area. Further, the actual starclose device was found in the back wall of the profunda artery with active slow oozing. The doctors found that the artery was very friable and there was a through and through injury through the back wall. On (B)(6) 2019, the incision still had not healed properly. Patient was admitted to the hospital again where it was originally thought he would need another surgery. The doctors placed him on an antibiotic drip, and patient remained in the hospital for another four nights. No additional information was provided.